Event description:
It was reported that the pump reset unexpectedly on multiple occasions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.